Event description:
The user facility reported that the tr band would not hold air when it was being inflated to assist with achieving hemostasis following a trans-radial procedure. Follow-up communication with the user facility confirmed that: during placement of the band it was noted that the band was not inflating; upon inspection of the device it was determined that there was a "rip at the point where the two balloons attach;" a second band was placed to achieve hemostasis; and the patient was reported to have had no issues as a result of the event.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00040 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Results - (B)(4) are based on evaluation of the returned sample; based upon evaluation of an unused retention sample conclusion - (B)(4) based upon evaluation of the returned sample; based upon evaluation of an unused retention sample the involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed that the area where the two balloons had been welded together had been stretched and then torn open. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. Evaluation and testing of a sample from the current production run confirmed that there were no anomalies or defects. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is consistent with damage due to the application of an excessive pulling force during preparation prior to use, resulting in the tear between the two balloons. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The involved device in transit to the manufacturing facility in (B)(4) and the production lot number is not known. Therefore, meaningful evaluation of device history records and complaint files is not possible. However, a sample of the reported product code from current production was evaluated. Inspection and testing of these sample from the current production run confirmed that there were no defects or anomalies. The cause for the reported deflation of the tr band cannot be determined based upon the currently available information. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental medwatch will be submitted when the evaluation of the involved sample has been completed. (B)(4).